Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer took off the batteries and cap, and all the buttons were not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad trace. The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No damage was found on the electronics noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.